Event description:
It was reported that during a procedure to stent a pre-dilated, heavily tortuous, non-calcified lesion in the left anterior descending coronary artery, a xience v stent delivery system (sds) would not cross the lesion. Resistance was met on advancement and force was applied. During removal of the sds from the anatomy separately from the guide wire, resistance was met and the stent dislodged from the stent delivery system in the left main coronary artery. The stent was successfully snared from the anatomy. No other devices were able to cross the lesion. The procedure was completed. There were no adverse patient sequelae due to stent dislodgement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: only the stent implant was returned for evaluation, thus confirming the reported stent dislodgment. The failure to cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances and the stent delivery system (sds) was not returned. Based on visual and dimensional analysis of the returned stent implant, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. In this case, the IFU deviation appears to have contributed to the reported difficulties.

Manufacturer narrative:
(B)(4): against resistance; incorrect removal. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.